Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and a battery tube heating up as a result of a punctured isolation tape to a capacitor on the liquid crystal display board and making contact with the battery tube positive side. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed and after inserting a new battery the device had a blank display. The blood glucose reading at time of the call was 109 mg/dl troubleshooting was performed. The customer also stated that the insulin pump got hot. No further information was provided.